Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. 1103 pump, 1425us accessory, 1475 accessory, 100us drive line, 1125 outflow graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alert triggered, and the implantable cardioverter defibrillator (ICD) was found to have experienced a charge circuit timeout after triggering elective replacement indicator (eri). The patient requested that their device not be replaced. The ICD remains in use. No patient complications have been reported as a result of this event.